Manufacturer narrative:
Device received with operating currents within specification. Device passed basic occlusion test, error test, and displacement test. However, unable to prime device during prime test due to faulty force sensors. Unable to complete functional test, including occlusion test and excessive no delivery test due to prime anomaly. Device received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. Device received with cracked case at display window corners, severely scratched lcd window, and missing end cap sticker.

Event description:
Customer's wife reported that customer experienced low blood glucose this morning. Customer's blood glucose was 23 mg/dl at the time of the event. 911 was called and they stayed for about an hour until customer's blood glucose was up to 105 mg/dl. He was treated with glucose gel, candy bars, and some orange juice. Customer then fell out of bed and was helped by the paramedics. The device then started alarming button error. The numbers are scrolling after customer releases the button. Customer's last blood glucose was 375 mg/dl. He was trying to treat with a bolus delivery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.